Event description:
It was reported that the generator displayed an error code 1, generator error, when powered on at start of procedure. The error could not be cleared and an esu was used to complete case. No patient consequence reported.

Manufacturer narrative:
Eval results: based on analysis results, this complaint is now determined to be a MDR malfunction. The analysis site found that the unit boots up with error 1. The site replaced the main pcb to correct the complaint. The generator was serviced, then burned in, functionally tested, and was found to operate properly. The device history record has been reviewed and has passed qa inspection.